Event description:
Pt in ICU, receiving tpn via burette with avi 3100 pump. Set to infuse at 6cc/hr with fluid in burette for 3 hrs. Pump alarmed with empty burette at 1.5 hrs = pt rec'd ~ 20cc. No treatment needed other than monitoring of glucose and fluid status.